Event description:
Inbound. Per wife, veletri cassette alarming no disposable on both pumps unsuccessful troubleshooting prior to call, cassette number 2, received 04/06/2022. No further details provided.